Manufacturer narrative:
(B)(4). The device was serviced by a service technician. An event history log review, service history review, functional testing, and a visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The air in line alarm was identified during functional testing and the event history log review. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The cause of the condition was determined to be an uncalibrated air sensor. The air sensor was calibrated to resolve the issue. The device was serviced to meet specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump was found to have presented an air in line alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.